Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim x2 user guide states, ¿¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the customer did not use the same bg meter every time bg levels were checked. The cgm bg reading was 154 mg/dl, and the meter bg reading was 249 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.